Event description:
It was reported a patient's atrial lead presented with increasing capture threshold and intermittent noise. The lead was explanted and replaced in a procedure on (B)(6) 2022. There were no patient consequences.